Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the staff that on (B)(6) 2018, the (B)(4) standard knob assembly for (B)(4) mayfield infinity xr2 low profile base unit broke when the staff was trying to put the xr2 unit together for a case. There was no patient injury, no delay to surgery nor any revisions or medical interventions done. A spare xr2 knob was used to finish the case. Additional information was already requested.

Manufacturer narrative:
Investigation completed on 28feb2018. The device in question was not released for review nor was the lot number provided. A device history record review will be performed when either has been submitted. Therefore the failure mode cannot be confirmed. The root cause is undetermined at this time.